Event description:
Additional information was received that surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31285. 3006705815-2020-31287. It was reported that the patient experienced multiple falls, high impedances were measured at the lead contacts, and the patient lost effective therapy. As a result, surgery may occur to address the issue. It is not known which lead had the issue, so all suspected leads are being reported.